Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 381 mg/dl. The customer believed that the issue was with the insertion site. Troubleshooting was done. The customer expressed feeling crampy due to his high blood glucose. The customer treated himself with insulin pump therapy using the bolus wizard. The customer's insulin pump failed the high pressure test twice. The customer stated that there was a large air bubble at the top of the reservoir. Advised that a replacement sensor would be sent. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.